Event description:
It was reported that during procedure, the fiber fractured after the laser was performed two or three times. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during procedure, the fiber fractured after the laser was performed two or three times. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Microscope inspection identified that the fiber tip was degraded. Please note that fibers are consumable devices and degradation of the fiber is expected to occur through use of the fiber. Also, there were burn marks on the connector and a weak light was passing through the connector. Functional testing identified that the aiming beam was weak and distorted. The reported event was not confirmed. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.